Manufacturer narrative:
(B)(4). Evaluation summary: the technical service center received the actual sample for evaluation. The engineer confirmed that there was a problem on the j4 connector of the accomp board and heater pan, therefore, the reported issue was confirmed. The root cause of this problem seemed to have been the defect of the j4 connector of the accomp board and heater pan. The j4 connector of the accomp board and heater pan were replaced. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Correction: the following information was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
The technical service center received a homechoice machine for regular maintenance. During maintenance, the engineer confirmed that there was a burnt part on the capacitor of the digital board. There was no allegation about the burnt part from the customer. No patient injury or medical intervention was reported. No additional information is available.